Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had another stimulator implanted on (B)(6) 2018 and had noticed their therapy was not working like it did before the surgery. The patient reported still having symptoms since the surgery. The patient reported they were able to change programs, increase stimulation and feel it, then later the feeling goes away. The patient stated they had reached the maximum intensity on program 4. The patient was redirected to their healthcare provider. No further complications were reported.